Event description:
It was reported that the pt experienced a return of spasticity. A dye study was performed and found that the pump was pumping at 50% of what it was programmed to pump at. The pump was explanted and replaced in march. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.